Event description:
It has initially been reported that the oscillating saw attachment did not function during surgery. After diagnosis, it has been confirmed that the malfunction was due to a pin (B)(4) broken. No pt harm or injury was reported. A surgery delay of 5 minutes was reported.

Manufacturer narrative:
Universal oscillating saw attachment serial number (B)(4) was returned for complaint investigation. Upon receipt, it was confirmed that the pin ((B)(4)) was broken. The product was not repairable. It was not under warranty anymore, so it was not replaced. The product was returned to the customer.